Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (will not communicate with monitor) was confirmed. As received the belt was unable to communicate with a monitor. Upon investigation, distribution node components u703 (dual micropower operational amplifier) and u723 (mux) were found to be physically damaged and the power supplies were shorted to ground. The cause of the inability to communicate was the damaged pca. The root cause of the damaged pca was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to communicate with a monitor.